Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass grafting, while using a matress technique, the thread broke. Used another suture to complete the procedure. There was no patient injury.